Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual observations showed that there were set screw marks noted on the terminal pin, however no set screw marks were noted on the ring. There was dried blood and body fluid noted on the terminal pin, in the opening and in the lumen of the lead. Also observed was a slight separation between the tip anode ring and the drug collar. The lead was tested and passed multiple electrical tests, however did not pass the stylet insertion test which was likely caused by the body fluid infiltration.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the local sales representative inquired about why they were not seeing any atrial sense markers. A chest x-ray was performed and showed that the right atrial (ra) lead had pulled back in the ventricle and the left ventricular (lv) lead was in the atrium. A revision procedure has been scheduled. No adverse patient effects were reported. Additional information received from the local sales representative states that a revision procedure had taken place. A new ra lead was successfully placed. The lv lead was extracted and due to patient anatomy a new lv lead was not placed. No adverse patient effects were reported.